Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect following a fall on the "back side". It appears that the lead "will be moved." Additional information was requested.